Event description:
During a unilateral genicular radiofrequency ablation, doctor noticed the tubing for the b line was leaking once treatment started. The rf machine was paused and all of the connections were double checked and the area that appeared to be leaking was dried off and closed off with tape and placed in an area away from the blue rf cable. The procedure was restarted and finished without further incident, however the tubing continued to slowly leak. Impedence did not fluctuate and no other alarms went off.